Event description:
The pt used a leaf blower. Since then, he experienced severe nerve pain in his arms. He also began to experience pain at the lead-extension connection site. The implantable neurostimulator was turning on and off. The pt was at home at the time of the call. His status was reported as 'undetermined'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.